Manufacturer narrative:
Following the investigation, the root cause of the issue is a software design defect.

Manufacturer narrative:
The device (B)(4) has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
It was reported that during a surgery, the software froze. The field service engineer was forced to press the emergency stop button and restart the robot. The rest of the case was completed successfully.